Manufacturer narrative:
The pump was received with all operating currents within specifications and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, a cracked display window and cracked reservoir tube window corners. The pump was received with a partially broken reservoir tube lip, a broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She was trying to bolus for a high blood glucose level of 600 mg/dl but received a no delivery alarm. She cleared the alarm and received a motor error alarm. The customer had a headache. The customer treated her high blood glucose level with an injection. The high pressure test passed. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.